Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and the outcome of the peritonitis were not reported. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with unspecified antibiotics (doses, frequencies and routes were not reported). The action taken with dianeal therapy was not reported. No additional information is available.